Event description:
On 10/31/97 an aus device was implanted. On 8/07/97 a tandem cuff was implanted. On 9/2/97 pt reported "doing pretty good, but still have some leakage...I'm using 3 pads on an active day."